Event description:
Following an interventional procedure an angio-seal device was placed; however, continuous oozing was noted for approximately three hours. A femostop device was placed with no cessation of the bleeding. The pt was taken to the operating room where an "actively bleeding arteriotomy" was noted. The operative report states that a "free clip" (angio-seal anchor was observed outside of the arteriotomy. The pt was noted to have palpable dorsalis pedis and posterior tibial pulses following this procedure. The co clinical application specialist was present for this device deployment. Based on her observation during deployment, and the operative findings, it is believed that the physician deployed the device outside of the pt's artery.